Manufacturer narrative:
This report is associated with argus (B)(4), biotene original oral rinse (savannah).

Event description:
Drank a 1/3 of a glass of it. I thought it was just water [accidental device ingestion], getting horrible pain [stomach pain], stressed [stress], my gut is starting to kill me. It is horrendous [gastric disorder]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. Concurrent medical conditions included gastrointestinal disorder and unwell (I have been really ill lately. I have got a lot of health stuff going on in my life). On an unknown date, the patient started biotene original oral rinse (savannah). On (B)(6) 2017, an unknown time after starting biotene original oral rinse (savannah), the patient experienced stomach pain, stress, gastric disorder and accidental ingestion of drug. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental overdose. The action taken with biotene original oral rinse (savannah) was unknown. On an unknown date, the outcome of the accidental device ingestion, stomach pain, stress, gastric disorder, accidental ingestion of drug and accidental overdose were unknown. It was unknown if the reporter considered the accidental device ingestion, stomach pain, stress and gastric disorder to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received via phone on (B)(6) 2017. Consumer reported that she swallowed all this stuff the biotene dry mouth oral rinse. She had been really ill. Normally she only take a little bit. She had got a lot of health stuff going on in her life. She was stressed to the max. She was doing stupid stuff. She drank a 1/3 of a glass of it. She thought it was just water. She had been eating a lot of crackers and bread and hoping it would absorb it. Her husband was not at home. She had been really ill. Her gut was starting to kill her. She already had a bad gut. It was horrendous. She was getting horrible pain.